Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. The cause of death was not provided and no autopsy was performed. Privacy laws prohibited the customer from providing information regarding this case.

Manufacturer narrative:
Section d4 and h4: additional information; manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate ii lvas could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined through this evaluation. Heartmate ii lvas was not explanted for evaluation. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.